Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported the patient told the hcp that their device didn't work.the hcp was requesting for compatibility guidelines for a procedure to a problem which was not related to the medtronic device/therapy. No patient symptoms were reported. No further patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.